Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient had a two-hour period of cardiac arrest following an acute drop in flow and was put on extracorporeal membrane oxygenation (ECMO). The log file noted low flows alarms and low speed advisories due to the pump set speed momentarily set lower than the low set limit. On (B)(6) 2022, the patient passed away. The device operated as intended and the death was not considered to be device related. The device would not be returned for evaluation.

Event description:
It was reported that the patient passed away due to cardiac arrest and multi-system organ failure.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome (3261). Manufacture¿s investigation conclusion: review of the submitted log files confirmed low flow alarms which appeared consistent with the reported cardiac arrest leading to patient outcome. A direct correlation between the device and this event could not be conclusively established through this evaluation. The submitted system controller event log file captured low flow alarms on 26oct2022. No other atypical alarms or events were captured. The pump operated as intended at the set speed. The heartmate 3 lvas instructions for use (IFU) lists various types of organ failure and death as adverse events which may be associated with the use of heartmate 3 lvas and provides an explanation of all pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 left ventricle assist system (lvas) IFU is currently available. Section 1, "introduction," lists various types of organ failure and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.